Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, it was confirmed that the philips system was stationary when the nurse hit her head after placing an absorbent sheet on the floor. It was also confirmed that the nurse did not lose consciousness as a result. Onsite investigation confirmed that the system did not malfunction. At the time this complaint was received, philips did not have enough information to exclude a system malfunction causing a serious injury, and therefore this complaint was reported. After investigation, philips confirmed that while the injury occurred due to physical contact with the stationary system, the system itself did not malfunction. As such, this complaint has been re-evaluated as not reportable.

Event description:
It has been reported to philips that during a percutaneous coronary intervention, a nurse was leaving the exam area after placing an absorbent sheet on the floor near the table. It was reported that they hurriedly stepped backward and hit their head on the corner of the lateral c-arm. The procedure was completed without delay and the nurse received three stitches in their scalp. An investigation into this complaint has been initiated by philips.